Event description:
On (B)(6) 2014 a 30 minutes proctology surgery was performed at an unknown hospital in (B)(6). A rem equipped erbe electrosurgical generator (vio 100c) and a non-monitoring dispersive electrode (model wr01) were used. The patient position as described as lithotomy position and he was not repositioned. The body and skin type of the patient was described as obese and normal with hair. The skin was not cleaned, not shaven, not disinfected, not dried and no ointment has been used. The electrode was placed on the left thigh. After the procedure a burn (iib) underneath the dispersive electrode was discovered. The wound has been described as a 2nd degree burn of approximately 0.7cm2 in diameter. The hospital has reported the dispersive electrode as having adhered well. The wound has been treated with flammazine gauze dressing. The device involved in the incident shows one round 3rd degree burn mark of 1 x 1 cm located in the gel area at the opposite side of the connecting tab. No information was provided on the activation cycle.

Manufacturer narrative:
The retained samples and the involved sample have been inspected visually and tested electrically and thermally. Mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. The device involved has been inspected visually and tested electrically. The device passed the electrical test. The device involved shows hair at the burn site. This finding of hair and the information provided in the questionnaire indicate the IFU has not been followed. We therefore conclude that a user error caused the event.